Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Product location unknown.

Event description:
It was reported that a journal article was retrieved from shoulder & elbow (2020) that reported a multicenter prospective study from (B)(6). The purpose of the study was to evaluate the five-year follow-up outcomes of primary reverse shoulder replacement utilizing two different designs of glenoid baseplates. The study reported 1 patient underwent an initial right reverse total shoulder. Subsequently, the patient underwent conversion to hemiarthroplasty due to glenoid implant loosening.

Event description:
See h10.

Manufacturer narrative:
It has been realized that this case is a double entry. The incident is already reported with medwatch 9613350-2011-00228 and our complaint number (B)(4). Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).